Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: involved trocar was placed at the umbilicus and used as a camera trocar during the procedure. It has also been used for the specimen extraction with our universal inzii retrieval bag. To retrieve the bag they used a grasper to bring the string of the bag through the optical trocar as they work with 2 x 5 mm trocars, 1 x 11 mm trocar and a 10 mm optique. At the end of the procedure they realized that the seal was they had to take black seal parts out of the patient abdominal cavity. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fragmentation of the septum and duckbill, which are internal rubber components of the seal. The shield, an internal component of the obturator, was also dislodged. Based on the condition of the returned unit, it is likely that the damage to the septum and duckbill were caused by the non-axial insertion and removal of asymmetrical instruments through the seal. It is likely that the shield dislodgement was caused by the non-axial insertion and removal of scope through the obturator. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from sales representative by email on 02nov2017:the duckbill broke during the case and fell into the abdominal cavity. Nothing has been done to the seal after the surgery.